Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2023 and suture was used. During a laparoscopic sleeve gastrectomy with hiatal hernia repair procedure that the scrub tech handed off the suture to the dr to go into the 8mm trocar that after the suture was pulled through there was no needle on the suture. An x-ray was done and showed the needle possibly next to the spleen. After the x-ray but before closure the needle was found in the clear canula of the trocar and was never inside the patient. Procedure was extended by about thirty minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not that has been reported. Were there any patient consequences? Not that has been reported. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.